Event description:
The customer stated that her meter was reading erratically. She tested her blood glucose and received readings of 266 and 75 mg/dl and 56 and 274 mg/dl. The differences between the readings fall in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.